Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer bleached the integrated multi-sensor technology (imt) system, replaced the tubing, the "standard a" solution, the "standard b" solution, the salt bridge, and the sensor. The customer performed a dilution check. A siemens headquarters support center (hsc) specialist reviewed the solid state multi-sensor (ssm) data and indicated that there was no evidence of instrument malfunction. The cause of the discordant, falsely low sodium results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on two patient samples when tested on a dimension exl with lm instrument. The initial results were reported to the physician(s). The samples were automatically repeated on the same instrument, resulting higher. The samples were repeated on a dimension xpand with hm instrument, resulting higher. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.